Event description:
Mother reported the bolus advice on the meter is not correct; no further information was provided. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).